Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with a little under 200 units of insulin. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.